Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 8d06-42 that has a similar product distributed in the us, list number 8d06-41.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a patient. Results provided: (B)(6)2022 sid (B)(6) = 0.26 / 1.93 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the architect syphilis tp assay lot 30342be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in house testing of a retained kit with the complaint lot number. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. In house testing determined that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. Based on our investigation, no systemic issue or deficiency with the architect syphilis tp reagent lot 30342be00 was identified.